Event description:
It was reported that the implantable neurostimulator (ins) tore through their skin almost immediately after surgery. The patient reportedly had it revised in (B)(6) for a second time and it tore through almost immediately again. The battery was reportedly revised on the morning of the report. It was noted that the device was ¿poking through.¿ the patient was implanted in (B)(6) and the issue reportedly happened ¿pretty much right away after implant.¿ the patient was not sure it was bad until their health care provider (hcp) said so. It was noted that it was in a bad location and the device popped and tore thru tissue and the stitches. It was reportedly ¿not attached anymore¿ so the patient went back in (B)(6) and the supposedly tied it down very well that time but it came undone again. They reportedly had to changes its location completely which they did on the day of the report. It was move to the side of the abdomen where the muscle was closer to the skin. The pocket was also reportedly made smaller and was 1cm under the skin. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the healthcare professional (hcp) did not know whether there was a 50% or greater symptom reduction. It was reported that the generator flipped within the pocket. It was stated that the patient did not tolerate absorbable sutures. It was stated that examination and surgical observation was done to provide insight to the issue. It was reported that the generator was repositioned and there was a wound revision. It was reported that the existing incision and suture material were excised and the incision was re-closed with staples. It was stated that the event cause was determined but was not device related. It was reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).